Manufacturer narrative:
No further associated products were reported. A review of the product history records for the reported instrument revealed no discrepancies; no manufacturing related issues were found. A hardness test according to (B)(6) revealed the hardness of the material of the screwdriver bit being within specified parameters. The torx of the received screwdriver bit is completely broken off approx. Halfway from the tip. The broken off piece was not returned for evaluation but is visible on a photo provided by the customer (no parts remaining in the patient.) The remaining portion of the torx at the shaft side is significantly twisted against tightening direction. The oblique breakage line indicates that the tip broke whilst the instrument was used as a lever. The breakage surface shows a combination of a brittle and a forced ductile fracture with plastic deformation at the contours of the torx and partly on the fracture surface. Appearance of damage such as oblique breakage line and signs of a combination of a brittle and a forced ductile fracture which occurred during untightening process, indicates that the device fractured due to overload caused by high torsional forces in combination with bending moments, most likely due to operating the screwdriver bit under misalignment. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather considered user related. Review of complaint history, CAPA databases, risk analysis and the labeling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by product specialist that at the clinic (B)(6), a surgery was performed by dr. (B)(6) (first operator) and dr. (B)(6) (second operator) an axsos 3 plaque removal action on a young man patient: a proximal medial tibial plaque and a proximal lateral tibial plaque. Plate implantation was performed by the same surgeons a year ago. Removal surgery (before the lateral plate, then the medial one) lasted about 90 minutes longer since there have been some problems. The tip of the single keyless t15 screwdriver (code 1806-6119, lot k152426) broke right away, not just dr (B)(6) was trying to remove a screw lock from the side plate; precisely that the surgeon, even before using the screwdriver, he pointed out that the tip was slightly crooked, defective probably due to wear. Since there were no other t15 screwdrivers at the clinic, we sterilized the instrument euk-axs3-4mm-pltti-1., after sterilization, using the euk-axs3-4mm-pltti-1, they were able to remove both plates but with some difficulty: two t15 screwdrivers were broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by product specialist that at the clinic (B)(6), a surgery was performed by dr. (B)(6) (first operator) and dr. (B)(6) (second operator) an axsos 3 plaque removal action on a young man patient: a proximal medial tibial plaque and a proximal lateral tibial plaque. Plate implantation was performed by the same surgeons a year ago. Removal surgery (before the lateral plate, then the medial one) lasted about 90 minutes longer since there have been some problems. The tip of the single keyless t15 screwdriver (code 1806-6119, lot k152426) broke right away, not just dr (B)(6) . Was trying to remove a screw lock from the side plate; precisely that the surgeon, even before using the screwdriver, he pointed out that the tip was slightly crooked, defective probably due to wear. Since there were no other t15 screwdrivers at the clinic, we sterilized the instrument euk-axs3-4mm-pltti-1., after sterilization, using the euk-axs3-4mm-pltti-1, they were able to remove both plates but with some difficulty: two t15 screwdrivers were broken.